Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the distal rca. The lesion was 80% stenosed. The physician direct stented the lesion but the endeavor sprint rx could not cross the lesion. The device was removed through a newly deployed stent. On removal, it was noted that some of the stent struts were disrupted. Predilation was performed and another endeavor stent was successfully deployed. The device inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: (stent deformation and failure to deliver stent), (80% stenosis), (lesion not pre-dilated), (removal of undeployed stent through newly deployed proximal stent), (device not received for eval). Conclusion, results: (80% stenosis), (lesion not pre-dilated), (removal of undeployed stent through newly deployed proximal stent).